Manufacturer narrative:
Age at time of event: originally reported as (B)(6). Corrected to (B)(6). Device evaluated by manufacturer: the reported complaint device was received in two separate sections, cut about 49.0cm from the tip. A functional inspection could not be performed due to this. Three measurements of the outer diameter of the distal section were taken on 8 different points using a smart scope, in order to test device's passability. All the measurements taken are less than 0.105in/8fr. Therefore, the device is compatible with the 8 fr sheath and should have been advanced/withdrawal with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that an initial attempt to perform radiofreqency ablation via venous access were unsuccessful, so ablation was performed in the ventricle with no abnormalities in the lesion formation, temperature, or impedance. Next, an attempt via retrograde with arterial access to ventricle was performed. The ablation was performed without incident. After the ablation was completed, the catheter was removed without a curve. It was felt that the catheter was meeting resistance distally, but not at the sheath level. Under fluoroscopy, they confirmed that the aortic arch was moving with the tugging of the blazer prime catheter. The patient was stable throughout this event. The main concern of the physician's was that the catheter was extravascular. An interventional cardiologist scrubbed in and attempted to snare the catheter from the groin. After the snare loop was able to be pulled back a few centimeters from the tip, it, also, encountered resistance as if the catheter was adherent to the wall. There was no correlation of the "adherence point" with the radio-opaque markings. At this point, the decision was made to remove the catheter surgically. In the or, a sternotomy was performed and the aortic arch was visualized. Superior traction of th arch in a cephalad direction was applied by the surgeon as the ep physician gently pulled the catheter at the groin. A "discrete pop/give was felt as the catheter freed up". Direct visualization of the catheter tip was not possible since the aortic arch was not opened. No puncture of the arch was noted and no dissection post removal. Upon inspection of the catheter upon removal, there was nothing adhered to the catheter tip or shaft. The patient recovered and is due to see his cardiologist soon in follow up. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an electrophysiology (ep) / ablation procedure, catheter removal difficulties occurred. A standard 8fr introducer sheath was placed in the right femoral artery. The (B)(4) std blazer catheter was used to ablate on the venous side of the heart. The catheter was inspected and then used to complete ablation therapy to treat ventricular tachycardia. The catheter was located in the aorta and ablation therapy was applied without incident. As the catheter was being removed, the catheter was stuck in the ascending aorta at the sinotubular junction. The tip was free and mobile but was stuck at the proximal ring area. Under fluoroscopy, the aorta could be seen moving when an attempt was made to retract it. The patient was sent to surgery to remove the catheter. The catheter was removed successfully during surgery and the patient's status is fine.